Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the device was received with the valve still loaded. The capsule was observed to have separated. The handle was intact. When the deployment knob was retracted the outer member moved away from the capsule as the capsule was completely separated from the outer member. When the device was in the retracted position damage to the middle member at the distal end was observed. There was also a void on the capsule. Conclusion: a lot history record (lhr) review was performed on the delivery catheter system (dcs) and there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes. The device met all applicable manufacturing specifications prior to release for distribution. The event indicated that during the initial deployment attempt, the valve dislodged and was recaptured. Potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the shape of the native anatomy. The cause of the reported dislodgement could not be conclusively determined with the limited information available. However, valve dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that during the second deployment attempt the capsule separated, and the delivery catheter system (dcs) was removed from the patient without issue. Procedural images were expected to be submitted for review, however no angiographic records were received from the facility. An image was submitted by the account and confirmed the reported capsule separation. Damage was observed on the middle member of the delivery catheter system (dcs). The description of the event does not indicate that this damage occurred during the deployment. This damage may have occurred during transport of the device back for analysis, however the cause of this damage cannot be conclusively determined. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame. Voids typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve has been misloaded. No fluoroscopic load check images were submitted for review, therefore it cannot be determined if the valve was correctly loaded onto the delivery catheter system (dcs).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged and was recapt ured. During the second attempt at deployment, the capsule separated from the internal retrieval layer with the valve still within the delivery catheter system (dcs). The valve and dcs were removed from the patient without problem. A new valve and dcs were used with an 18 french sheath for a successful deployment. It was reported that the tortuous vessels may have added pressure on the system during deployment. No adverse patient effects were reported.